Event description:
It was reported that during a routine follow-up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated and did not respond to a magnet application. It was noted that the device had previously entered the elective replacement indicator (eri) state, but it is currently unknown if the physician suspected premature depletion. Emergent hospitalization and replacement were recommended to resolve the event. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated and did not respond to a magnet application. It was noted that the device had previously entered the elective replacement indicator (eri) state, but it was confirmed that the physician did not suspect premature battery depletion as the patient had skipped previous follow-up appointments and was not enrolled in remote monitoring. It was suspected that the interrogation difficulty was the result of normal battery depletion. Recently, this device was explanted and replaced to resolve the event and no adverse patient effects were reported. This s-ICD was retained by the healthcare facility and will not be returned for evaluation.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).